Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that a company representative requested review of the lead trend data by technical services (ts). Ts reviewed stored lead data and noted the lead had exhibited a gradual increase in shock impedance measurements. It was noted that the shock impedance was stable at around 80 ohms, but then gradually increased to the 140 ohms range in january 2023. Ts discussed the option of increasing the remote home monitoring alert value and continuing monitoring unless the average reaches the 150 ohms range. Ts then discussed considering a lead revision if the 150 ohms range is reached. Additional information was received that shock impedance measurements continued to increase and reached the 150 ohms range. Ts discussed considering lead replacement. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range. Additional information was received that surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that a company representative requested review of the lead trend data by technical services (ts). Ts reviewed stored lead data and noted the lead had exhibited a gradual increase in shock impedance measurements. It was noted that the shock impedance was stable at around 80 ohms, but then gradually increased to the 140 ohms range in (B)(6) 2023. Ts discussed the option of increasing the remote home monitoring alert value and continuing monitoring unless the average reaches the 150 ohms range. Ts then discussed considering a lead revision if the 150 ohms range is reached. Additional information was received that shock impedance measurements continued to increase and reached the 150 ohms range. Ts discussed considering lead replacement. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.